Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine maintenance, it was observed that the left metal spring loaded clip that holds the attachment in place on the small battery drive device was damaged. It was further reported that the device did not turn on and the switch was potentially bad. The reporter stated that one of the triggers on the device was broken as when the user pulled on the trigger, nothing happened. This event did not occur during surgery. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the left metal spring loaded clip that holds the attachment in place is damaged and the handpiece did not turn on (hand switch). It was further noted that the unit would not run, the spring loaded clip that holds the attachment in place came off, the control unit was damaged, no output voltage, damaged motor and an unusual noise (old motor). Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.